Event description:
During ventilation testing g5 s/n 13165 alarmed with tech fault 9914 followed by tf 2450 and 2438. Staff unplugged and plugged the ip connection cable, but were not able to reproduce tf 9914.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the root cause was determined to be a loose connection of the cable between the interaction panel (ip) and the ventilator unit (vu). The customer resolved the issue themselves by tightening the cable. There was no patient harm reported. No further investigation or correction needs to be performed. The allegation in this complaint was confirmed to be a complaint. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.